Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly. Upon microscopic inspection of the returned unit it was found that the tip of the catheter has been damaged. The damage on the tip has a characteristic v shape that is created when the needle goes through the catheter wall of the device. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had the catheter split. The following information was provided by the initial reporter: "it was reported that the catheter tip was split. Event description states: staff member noticed end of catheter was split at tip when he was about to insert into patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had the catheter split. The following information was provided by the initial reporter: "it was reported that the catheter tip was split. Event description states: staff member noticed end of catheter was split at tip when he was about to insert into patient."